Event description:
Customer hospitalized due to high blood glucose. Customer is pregnant. Customer is taking medication for contractions which is elevating the blood glucose. The blood glucose reading is 400 mg/dl. Hospital is treating with insulin and insulin pump. Customer stated that the insulin pump alarmed button error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.